Event description:
(B)(4) it was reported by the facility staff that the champion 54 series recliner on two different occasions and while using the unit on high heat, it caused the patient to have back skin blisters, although it automatically log-off. Additionally, it was reported that he is an end stage renal disease patient, non-diabetic with no skin or healing issues. Should we receive additional information, this file will be reviewed and a supplemental report submitted.

Manufacturer narrative:
(B)(4). Two MDR reports will be submitted for this complaint, because of different events and dates were reported, and the file numbers are the following: (B)(4).